Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 19-jan-2023. H6: investigation summary ten samples in sealed package and one photo were provided to our quality team for investigation. Through visual inspection, it was observed that three samples have incorrect cut placement which caused the unique device identifier graphics to be off-centered. However, all the applicable information is visible on the package. Same three samples have side seal cut which exposing the syringe. Potential root cause for the seal integrity defect is associated with the packaging process. A device history record review was completed for provided lot number 2111056. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. H3 other text : see h10

Event description:
It was reported that an unspecified number of bd luer-lok¿ tip disposable syringes fell out of their packaging without having to be opened first. The following information was provided by the initial reporter: "as per account, syringes are falling out of their packaging without staff having to open them."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of bd luer-lok¿ tip disposable syringes fell out of their packaging without having to be opened first. The following information was provided by the initial reporter: "as per account, syringes are falling out of their packaging without staff having to open them."